Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that after a low flow alarm was produced by the device, unsuccessful attempts to troubleshoot the equipment by a caregiver were undertaken. The patient became unresponsive and had shallow respiration. Upon arrival of ems the cardiopulmonary resuscitation was initiated. The patient was brought to the medical center where resuscitative efforts were continued unsuccessfully. On (B)(6) 2018, the patient expired. No further information was provided

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and therefore was not available for evaluation. A direct correlation between the device and the patient's outcome could not be determined through this evaluation. The patient's system controller was returned to the manufacturer for analysis. The retrieved log file contained data (B)(4) 2017 to (B)(4) 2018. The data showed normal system operation with stable pump parameters until (B)(4) 2018 at 2:14 pm when both system controller fuses opened and a pump stoppage occurred. Controller fault, low flow, and lvad off alarms became active and the pump remained off for the remaining approximate 2 hours of log file data. The returned system controller was connected to laboratory test equipment and was unable to operate a test pump because both fuses that supply power to the lvad were opened/damaged. The pump was not available for investigation; therefore, a direct correlation between the lvad and the opened/damaged system controller fuses could not be established. A review of the device history records for the lvad revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.